Event description:
The following was reported to hamilton medical ag: summary: during preop check flow sensor calibration was failed. Replaced the flow sensor with new one but still problem is same.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.